Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
An article was received that cited a retrospective non-randomized clinical study that found patients implanted with the implantable collamer lens (icl) with the aim of correcting myopia or myopic astigmatism. Postoperatively, the following complications were observed - decentration of the icl with occurrence of subcapsular opacity in the periphery of the lens in 1 eye. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected to: 'an article was received that cited a retrospective non-randomized clinical study that found patients implanted with the implantable collamer lens (icl) with the aim of correcting myopia or myopic astigmatism. Postoperatively, the following complications were observed one eye (od) with an iop greater than 50mmhg, lens opacity, and additional adverse events was observed soon after surgery. In the patient's right eye (od), the 'elevation of iop was conditioned by the decentration of the icl upward, with shallowing of the interior chamber in its lower half'. The patient was treated medically and with secondary laser iridotomy and repositioning of the lens. Reportedly, 'spontaneous decentration of the icl in [od] reoccurred with onset of subcapsular opacity of the lens in the periphery'. The icl was explanted and the patient went on to have laser refractive surgery. At last follow up seven years after surgery the iop remained stable at 13mmhg. The author stated that the 'postoperative course was conditioned by the implantation of the incorrect size of icl' and that 'soon after the procedure, excessive ventral buckling occurred due to the influence of the inappropriate length of the icl, with the development of acute pupillary block'. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.' Corrected to phakic intraocular lens & phakic toric intraocular lens, product code: mta & qcb (cohort included several lens models). Corrected to icm v4, vicmo, ticm v4, vticm, vticmo (cohort included several lens models). Should have included literature in initial MDR. Should have included patient code 3191 (excessive ventral buckling, acute pupillary block; secondary intervention, treated with medication, secondary laser iridotomy, repositioning, explant, laser refractive surgery) in intial MDR. Method code 4117 is not applicable in initial MDR. The lens was explanted. (B)(4).